Event description:
Gcm received an email from a device specialist on 16-july-2019. He stated, ¿there was no adverse event reported. Drug that was infusing was doxorubicin. There was exposure to the chemotherapeutic agent.¿ sample is not available.

Manufacturer narrative:
No product samples or videos were returned for investigation. An image was provided which shows fluid accumulating near the outlet filter vent. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint can be confirmed.

Manufacturer narrative:
The device is not available for evaluation, but the customer provided a photo.

Event description:
The customer reported that a plum set was leaking chemotherapy (doxorubicin). There was patient involvement but no report of an adverse event or delay in critical therapy.